Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer chose not to fill a different cartridge due to low insulin supply and opted to use a backup pump for insulin delivery. It was stated that the customer will call back for further troubleshooting when it is time to change the cartridge.